Manufacturer narrative:
The 22mm amplatzer septal occluder (aso) was received at sjm and decontaminated. The aso was grossly and microscopically examined and no anomalies were found. The aso met dimensional specifications when measured with a calibrated caliper. The aso was loaded into a test 10f loader and deployed and retracted without difficulty or deformation. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment.

Event description:
A complicated multi-fenestrated atrial septal defect was balloon-sized with echo and fluoroscopy and a 22mm amplatzer septal occluder (aso) was chosen. The aso was implanted successfully. While trying to cross another defect the 22mm aso dislodged and ultimately ended up in the left ventricle outflow tract. The aso was successfully snared and the case resumed. After resizing, a 26mm aso was implanted. The second defect was sized and a 16mm aso was chosen. Upon delivering the left atrial disc it assumed a cobra formation. The aso was taken out and inspected. The aso resumed its normal shape so it was prepped and loaded. Once again upon deployment of the left atrial disc it assumed a cobra shape. At this time, the device was removed and another 16mm aso was used and deployed successfully. The patient tolerated the case well with no complications.